Event description:
It was reported the lead was explanted and replaced due to fracture that had caused inappropriate shocks. At a previous follow up visit, the lead impedance was noted to be greater than 3000 ohms. No further patient complications were reported as a result of this event and the patient was doing well.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed. It was reported the lead was explanted and replaced due to fracture that had caused inappropriate shocks. At a previous follow up visit, the lead impedance was noted to be greater than 3000 ohms. No further patient complications were reported as a result of this event and the patient was doing well. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event. Impedance, high, lead(s), fracture of, shock, inappropriate.